Event description:
End user alleges all the screws keep coming loose on a ta4 wheelchair. End user has to keep tightening the screws, the tire fell off because the axle on the quick release wasn't seated properly. End user, (B)(6) alleges that he has taken the camber insert out about a half inch and glued it because it was held on with jd weld and that won¿t hold. He has purchased new casters and tires for this chair and we keep sending him incorrect product. He alleges the chair has a kickstand. He threw the owner¿s manual away because he does not know what we sent it to him for because it doesn't tell him how to repair the chair.